Event description:
Customer reported air bubbles in the system, specifically located in the pigtail/patient line between the pump and the t:lock during pumping. Customer's blood glucose level was affected, with the value displayed as "high." To address this, customer administered a correction injection via multiple daily injections (mdi). After observing the issue on a previous day, customer resolved it by using the fill tubing feature to push out the air bubbles before resuming insulin therapy. There was no need for additional third-party assistance, and the issue was not ongoing at the time of reporting.